Event description:
Q-syte loosened resulting in significant blood loss in the middle of the night.

Manufacturer narrative:
No sample available for investigation but if one becomes available, a follow-up report will be filed. (B)(4).